Event description:
A report of an interference resulting in a positive bias (~20 to 30%) for immulite 2000 total t3 results when samples are collected in bd vacutainer sst gel & clot activator plus plastic tubes with gold hemograd closure. The values are elevated compared to samples collected in bd red top plastic tubes without gel. Please note that the reference range data quoted in the current package insert for immulite 2000 total t3 was generated with samples collected in bd red top plastic tubes without gel. In an effort to provide more detailed info, rptr will be reviewing the expected values sections of the package inserts and where the info is available more specifically to identify the blood collection tube type used to generate the data. Rptr has contacted bd and is working with them to better understand the interference and identify a possible resolution. However, it is not practical for rptr, or any MFR, to exhaustively test all available blood collection tubes from all mfrs worldwide. Rptr will continue to inform customers of any confirmed interferences, but cannot provide comprehensive info on all possible combinations of collection tubes and immulite/immulite 2000 assays. Rptr also strongly supports the recommendations of the collection tube mfrs below: whenever changing the type or size of any MFR's blood collection tube for a particular assay, the laboratory director should review the tube MFR's data and/or previious data generated to verify consistent performance, or else document any changes in assay performance resulting from the use of the new tubes with the specific instrument and reagent system. Based on such info, the lab can then decide on appropriate steps to take. -package insert, bd evacuated blood collection system.